Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen cr-flex femoral component. It is reported by the patient's counsel that the patient also received a tm monoblock tibia on (B)(6) 2010 and is experiencing pain. As of the notification of this event, the patient has not been revised. Note that the nexgen cr-flex femoral component is of zimmer biomet (B)(4) design control and the tm monoblock tibia is of zimmer biomet (B)(4) design control.